Manufacturer narrative:
The customer reported of central nursing station (cns) shutdown with no warning, the screen went black and the central nursing station (cns) tower also went black and had no power lights. The central nursing station (cns) was attached to an uninterruptible power supply (ups). The uninterruptible power supply (ups) had lights, but were not able to get power to the screen or central nursing station (cns) tower. No patient harm, or injury has been reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of central nursing station (cns) shutdown with no warning, the screen went black and the central nursing station (cns) tower also went black and had no power lights. The central nursing station (cns) was attached to an uninterruptible power supply (ups). The uninterruptible power supply (ups) had lights but were not able to get power to the screen or central nursing station (cns) tower. No patient harm, or injury has been reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down with no warning. The screen went black and the indicator lights on the cns tower were not lit. The uninterruptible power supply (ups) the cns was attached to was not able to get power to the screen or cns tower. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the cns shut down due to a failed ups. Possible causes of a ups failure are, but not limited to, lack of user education on the limitations of the ups, user error regarding frequent disconnections of the ups from the ac power source, or lack of maintenance. The cns operator's manual cautions the user on how the cns performs in the event of power malfunction. Investigation determined the complaint did not involve a failure/malfunction of the nk device. The issue was caused due to the failure of a non-nk manufactured accessory device.

Event description:
The customer reported that the central nurse's station (cns) shut down with no warning. The screen went black and the indicator lights on the cns tower were not lit. The uninterruptible power supply (ups) the cns was attached to was not able to get power to the screen or cns tower. No patient harm or injury was reported.